Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they had hard time hearing the alarms and the beep was sounding weak. Customer stated during the self test the response was weak on long beeps. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and failed self test. Device unable to audio/vibrate due to broken vibrator black wire. Device received with no audio/vibrate due to broken black wire at the vibrator motor.